Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. The analyst commented that cold storage was suspected.

Event description:
It was reported that prior to implant, the device could not be fully interrogated but a message appeared that it should be replaced. This is suspected to be due to having been stored at a sub-optimal temperature. The device was not implanted and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.